Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (cnwet3-t6) (that is sold in the united states under (PMA/510(k) # (p190018). The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implantation procedure, the lens fractured into three pieces while being implanted. Additional information has been requested and received stating that during cataract surgery with an intraocular lens (iol) implantation procedure in the left eye, there was a need to use another lens, the lens was implanted without astigmatism correction.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6., and h.11. The product was returned for analysis and damage was observed to the intraocular lens (iol). Lens received in a small sample container. The lens is split-cut into three segments. Solution is dried on the segments of the lens. Two segments are adhered to each other with solution. The arm of one haptic is broken, half of the arm is missing. We are unable to determine the root cause for the reported complaint "lens broke into three pieces during implantation". The iol was returned in three segments, which is consistent with lens having been explanted. The product was subject to handling, and the reported damage was highlighted during implantation. We are unable to verify if the product contributed to the event. In addition to this, all iols are 100 percentage cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).